Event description:
Ous MDR - it was reported that, after an implantation time of about 1 year, the shock impedance was outside the tolerance (>150 ohm). The lead was capped and a new one implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents and the provided ICD data. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The existing follow-up data from (B)(4) 2013 were analyzed. The clinical observation was confirmed. The follow-up data document normal shock impedances during the implantation period up to (B)(6) 2013. From (B)(6) 2013 on, the shock impedance trend shows "150 ohm". In summary, the lead was not returned for analysis. There is no indication of a manufacturing error. Based on the available data, the cause for the clinical observation could not be determined.